Event description:
Ksr701 had no pacing when device in hand, pacing present when in pocket. Physician feels there was a connector block problem. Device would not pace in configure polarity and implant detection on or in bipolar. Reported that patient seized.